Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in reloading the cartridge, and the caller planned to monitor the situation and follow up if necessary.